Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered multiple bursts of shocks. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported.